Manufacturer narrative:
Pr (B)(4). Follow up MDR for correction: correction: b.3 updated to reflect correct event date reported 07/02/2022. As no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a root cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva tubing was kinked. The following information was provided by the initial reporter: "per nursing report: on (B)(6) 2022 'after placing IV in patient- was unable to get any further blood return and could not flush when I noticed this kink in the line just below blue hub- defect of some sort?' In looking at the product, there is a very distinct kink/crease within the catheter tubing within one cm. Below the blue hub (non-needle side). The kink occluded the catheter flow. "

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.

Event description:
It was reported that bd nexiva tubing was kinked. The following information was provided by the initial reporter: "per nursing report: on 7/2/22 'after placing IV in patient- was unable to get any further blood return and could not flush when I noticed this kink in the line just below blue hub- defect of some sort?' In looking at the product, there is a very distinct kink/crease within the catheter tubing within one cm. Below the blue hub (non-needle side). The kink occluded the catheter flow. "